Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore and blisters on the sides. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised to remove the lifevest temporarily to allow the area to heal. Follow up indicated that the wound improved.